Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit would not pass through a nail when drilling for a proximal screw during a suprapatellar tibial nailing procedure. All connections were checked and verified tight. The surgeon had to manipulate the guide and push up on the drill bit and guide in order for the bit to pass through the nail. There was a 15 minute surgical delay. The screw went in successfully and the procedure was completed without harm to the patient. This report is 5 of 6 for (B)(4).

Manufacturer narrative:
The three-fluted drill bit, quick coupling, 330mm, 100mm calibration is in very good condition with no visible wear. The device was returned and reported to have contributed to a misalignment. The 4.2mm three-fluted drill bit, quick coupling, 330mm, 100mm calibration would not pass through the proximal screw hole in the tibial nail. This condition is unconfirmed. When all the returned parts were assembled along with a titanium cannulated tibial nail-ex test sample the instruments properly targeted all proximal locking holes. It is likely that soft tissue obstructed the path of the drill bit and caused the drill bit to miss the locking hole. The design of the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.